Event description:
The customer contact reported one of the blades on the ac power cord plug was broken. The device was returned to the biomedical engineering department with an unsigned note that stated, "blade on cord is broken." No tracking information provided; therefore, specific pt information, pump programming, or event details were not available. During testing at the user facility, it was noted that one of the blades on the ac power cord plug was broken. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
Initial testings of the device was conducted on (B)(4) 2010 at the user facility by the hospira field service engineer. The ac power cord is expected to be returned for further testing. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).